Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00483; 533-08-108, s803 - dislocation, s810 - device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. The stem remained in the patient and cemented

Event description:
Revision surgery - due to loosening and dislocation.